Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was found that main 3.1 and 3.2 were not connected to the bus. The field service engineer powered off the device, and the noticed that the pyxibus cable was unplugged from half-height (hh) 3.1 and 3.2. After the cable was reconnected, the issue was resolved. The customer tested inventory access from the drawers and confirmed that the station was functioning properly. The system worked as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 3.1 and 3.2 were not detected bus and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.